Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 15.4mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.